Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump alarmed and she did not know what it meant. She stated the other day the device alarmed low battery. She was not using the device for a couple of days. She put a new battery in and it was working. She gave herself a bolus and the device alarmed. Customer's blood glucose was 347 mg/dl. A temporary basal was not programmed before the alarm. The device was stored without a battery. Customer was advised this is normal device behavior. Nothing further reported.